Event description:
It was reported that the fiber broke prior to inserting in the patient. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber broke prior to inserting in the patient. The procedure was completed with another device. There were no patient complications.